Event description:
It was reported that this system with a pacemaker and a right ventricular (rv) lead showed a constant increase in pacing impedance up to high, out of range values for which a lead safety switch (lss) was triggered. Also, noisy signal over sensing was observed at the rv lead channel and due to this over sensing, some functional under sensing was observed at the right atrial lead channel. No asystole was noted. The pacemaker has been explanted and the rv lead was surgically abandoned. A new pacemaker and rv lead were implanted at the same procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.